Event description:
Additional information reported indicated that the patient had a bowel movement and then her symptoms changed. It was noted that the patient no longer felt stimulation and lost therapeutic effect from their implantable neurostimulator. The patient increased stimulation from .4v to .9v, but still did not feel stimulation. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# v988003, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported 2 days post implant of the neurostimulator (ins) that the patient felt the stimulation in different parts of her body. She also felt a stimulation sensation/shocking sensation from her leg to her knees while sitting down. The patient reported that the sensation was not causing pain but that it was just noticeable. A decrease in therapeutic benefit was reported while getting out of bed in the morning. Additional information has been requested, but was not available as of the date of this report.